Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) stated they were connected when the alarm occurred. After the occurrence of the alarm, the hp disconnected and called baxter technical service (bts) for assistance. A baxter technical service representative (tsr) explained the alarm and assisted the home patient (hp) to turn on the home choice (hc) and remove the cassette. The tsr advised the hp to call bts at the time the alarm occurs. During troubleshooting no issues were noted which could have contributed to the event. There was nothing unusual about the supplies. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.